Event description:
The device was returned to the manufacturer from a funeral home. The manufacturer's registration system indicated the patient was deceased. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): final device analysis revealed no anomaly found - normal device function.